Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. The root cause of the reported issue could not conclusively be determined, but is most likely a mechanical issue in the combined assemblies. Stryker archived the device and the customer receive a replacement device.

Event description:
The customer contacted stryker to report that their device does not turn on when the lid is open. In this state, defibrillation therapy may be delayed if needed. There was no patient involvement reported during the event.

Event description:
The customer contacted stryker to report that their device does not turn on when the lid is open. In this state, defibrillation therapy may be delayed if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
The initial reporter¿s phone number is (B)(6). Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.